Event description:
Same case as MFR #: 2134265-2009-05683. It was reported that during an unspecified procedure, the peripheral cutting balloon got stuck on a mailman guide wire. Add'l info was requested, but not obtained.

Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).